Manufacturer narrative:
Continuation of d10: product ID a620 lot# unknown: product type software. Product ID th91dbs serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the stimulation being off was unknown. Since then, the device seems to work without problems. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable neurostimulator (ins) is not normally turned on and off, however, sometimes the strength is adjusted. Today, the patient felt that stimulation had been cut off. When the treatment app was opened to check the stimulation, a message was received saying, "out of range. Please contact your physician. The stimulator is delivering therapy that does not meet the requirement. Service code 2703." When 'continue' was pressed, the therapy screen displayed. Therapy was turned on and the charge of the ins was at 70%. The patient's condition improved even though no adjustment was made, so the situation will be monitored.